Event description:
Reporter claims when she presses all the buttons , they are not "firm" like they were when pump was new. Pump functions. The keypad is reportedly intact . Reporter also mentioned that the ok button paint worn off and up and down arrows are also starting to wear off. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation was done on the subject pump with the following findings: symbols worn off of keypad, there was no visible damage to the keypad. The contrast button is unresponsive. The keypad removed and buttons inspected and it was noted adhesive contamination observed under contrast contact. The remaining three pads and contacts clean with no contamination.